Manufacturer narrative:
This report is submitted (B)(6) 2016, by (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016, to have an internal magnet placed on the fixture.